Event description:
Note: this report pertains to the second of two reported malfunctions that occurred during the same procedure. Refer to associated MFR report 3005099803-2008-04259 for a description of the first event. According to the complainant, during the second attempt, "the clip grasped the tissue and popped off inside the pt." Reportedly, the procedure was completed by injecting epinephrine. There were no pt complications reported as a result of this event. The pt's condition was reported as "fine" following the procedure.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed, and is not available for return; therefore, a device evaluation cannot be performed. The cause of the reported malfunction is undetermined. The july 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.